Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of a portex® ivory pvc, nasal, soft seal® cuff tracheal tube, an artificial respiratory apparatus issued a low-pressure alarm. After that, the customer checked the status and noticed that the tube was disconnected from the slip joint connector. No patient injury.

Manufacturer narrative:
Device evaluation : one portex sample was received in used condition without its original packaging along with two connectors, two products that do not associate with this device, and one photograph appearing to be the defective sample was also received for investigation. Upon examination of the photograph, there appeared to be separation from the connector and the tube. A substance adhering to the sample (appeared to have adhered to the product attached to the connector) was also noticed and confirmed upon visual examination of the returned sample. Visual inspection additionally identified the tube and connector separation. Next, the returned sample had the inner and outer diameters measured and were found to be within specification. To further investigate the issue, relevant documents were reviewed and deemed adequate. The manufacturing process was also reviewed, testing thirty two (32) units to verify for contamination and to verify the outer diameter and found no discrepancies. A review of the manufacturing process was conducted and was considered adequate and correct. Furthermore, in attempt to reproduce failure mode, one sample was taken from production floor and the connector was pulled with the hand applying strong force. Upon pulling the sample by hand, it was found that the connector and tube were separated. Based on the evidence and testing, the complaint was confirmed. No problem source was identified.